Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 09 december 2021, senseonics was made aware of an incident where user received high reading with her glucometer ( hyperglycemia) due to inaccuracies in sensor readings.

Manufacturer narrative:
The complaint was investigated, and the mismatch on (B)(6) 2021 at 11:27 am was confirmed. The investigation revealed that the inaccuracy was due to a sudden drop in both the on and off channels, affecting the glucose modulation. The root cause of such a behavior is potentially a delamination, which cleared a moment later, allowing the glucose response to get back to normal again. Per case notes of associated sensor inaccuracies case (B)(4), sensor is working fine. No further investigation was found necessary for this complaint. As per notes, user wasn't symptomatic and didn't seek medical treatment because she was able to solve the event by herself. H6. Investigation findings updated to 3224 and 114. H6. Investigation conclusions updated to 4315.